Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the "patient's device was interrogated after CABG. Reset occurred and emergency was programmed. Unable to program back to ddd due to battery status stating it is at 'depleted'." Device is still in use and patient will be followed closely. No patient complications were reported as a result of this event.